Event description:
The customer reported that the device failed to discharge during use. The customer indicated that the pads connector was not plugged in all the way. The device passed all testing done by the biomed and has been returned to service with no additional problems reported.

Manufacturer narrative:
The customer reported that the device failed to discharge during use. The customer indicated that the pads connector was not plugged in all the way. The device passed all testing done by the biomed and has been returned to service with no additional problems reported. Based on the customer's report, we are considering this a user error where the pads were not plugged in all the way, and no malfunction.